Manufacturer narrative:
Upon further review, this a duplicate complaint of case-2020-00585972, MDR 9612296-2020-0074 submitted on (B)(6) 2020. This issue is addressed in the previously submitted MDR and is no longer reportable.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The field service engineer (fse) replaced the ise buffer valves to resolve the issue. Beckman coulter internal identifier is (B)(4). No patient demographic information was provided.

Event description:
The customer reported receiving erroneous high patient results for sodium and chloride on the au5800 clinical chemistry analyzer. There was no change in patient treatment in association with this event.